Event description:
The following has been reported: an adverse event was reported that the infusion pump did not perform the infusion correctly. Additional information was requested from the reporter. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.